Event description:
It was reported that the right ventricular (rv) right ventricular (rv) lead was suspect of a fracture. The lead was capped and a subcutaneous implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.